Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient. The results provided were: initial sid (B)(6) = 112 / repeat sid(B)(6) = 2u/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated ca19-9 results on a patient while using architect ca19-9, list 2k91-35 lot 31109m500. A review of complaint tickets did not identify an increase in complaint activity related to falsely elevated results for lot 31109m500. Accuracy testing was completed using retained kits of reagent lot 31109m500. All acceptance criteria were met, which indicates that the product is performing acceptably. A review of labeling showed that adequate information for troubleshooting erratic results, sample handling, and performance characteristics was provided. A deficiency was not identified as panel testing shows that lot 31109m500 performed per specification. There is not enough information to reasonably suggest a malfunction. Based on the investigation, it has been determined that architect ca19-9, list 2k91-35 lot 31109m500 is performing as expected and no additional issues were identified, therefore no further action is required at this time.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.